Manufacturer narrative:
Alleged failure: cinchlock flex anchor breakage when being malleted into the pilot hole. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) user applied excessive force to the device or 2) extremely hard bone. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the anchors broke during implantation. The pieces that were not deployed in the bone were removed and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the anchors broke during implantation. The pieces that were not deployed in the bone were removed and the procedure was completed successfully.